Event description:
The nurse alleged the patient yelled and the nurses ran to the room and found the patient on the floor next to the bed. The patient alleged the bed slid when she tried to get out of it, fell and injured her right shoulder. X-rays indicated a clean shoulder fracture. The patient's shoulder was wrapped, ice packs applied and the head of the bed elevated. The patient was placed back into the same bed. The patient was originally admitted to the hospital for confusion, and possible dementia.

Manufacturer narrative:
The technician investigated and found the brakes would engage and hold. No problem found with bed.